Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications. Evaluation also revealed that the force sensor shim plate was contaminated and damaged by the lead screw gear. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the black box confirmed multiple loss of primes warnings with low non-zero force. The pump rewind and load steps were done with no alarms and the prime step did not hold. The force sensor calibration was out of specifications. The pump was opened for further investigation, the motor assembly was inspected with no defect found. The force sensor shim plate was contamination and was damaged by the lead screw gear and has grooves on it due to the impact. The ball bearing was lodged inside pass the gear housing. A mechanical assembly fault was confirmed and the force sensor plate resistance was reading out of specifications.